Event description:
It was reported that prior to surgery, it was observed that the attachment device had a "bent foot plate¿. It was reported that there was no delay in surgery as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the device had a bent foot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.